Event description:
Reporter indicated that treating epileptologist could not communicate with vns patient's device. Standard troubleshooting efforts were not successful in establishing communication with the patient's generator and the same programming a system had been used to successfully communicate with other patient's device. Based on known device settings and previous device diagnostic test results, generator end of the service is not a likely cause of the communication problems. The patient had not felt device stimulation or experienced voice change with stimulation for a few days prior to the office visit. The patient underwent generator replacement surgery.

Event description:
The results of the battery analysis peformed by battery manufacturer concluded that there was no internal component failures or evidence of internal loading (shorting) found. The analysis of the battery also indicated that the battery was fully discharged. The cause of the battery discharge was not determined. Electrical test of the module shows that the module is operating within specification.